Event description:
The adhesive covering on the base of the suture boot holder of the medline vascular pack was unable to be fully removed, therefore unable to be secured to the back table drapes. This product was discarded and replaced with a similar product with no issues. FDA safety report ID# (B)(4).